Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Instructions for use addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient presented to the hospital with left sided facial droop and left sided weakness. At the time his formal inr was therapeutic at 2.1 and CT brain perfusion studies inconclusive however his symptoms were diagnostic of a completed stroke. Neurology consulted and suggested a higher target rang inr of 2.5-3.5 and attempting to more tightly control the inr around 3. Transesophageal echocardiogram (toe) demonstrated a large left atrial appendage thrombus which was thought to be the cause of the stroke. While in the hospital the patient had mobile rehab and made good progress with his symptoms. Patient was discharged on the (B)(6) 2016. No additional information available.

Manufacturer narrative:
Hw26094 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Data files covering the reported event date were not available for analysis. Pump parameters from november 07, 2016 to december 08, 2016 were within the normal operating range. Between october 12, 2016 and november 23, 2016 11 suction alarms were recorded. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.